Event description:
Patient reported they were unable to turn on or charge the device but did not allege injury or device damage. The device was returned for evaluation and inspection. The device was not operational, and inspection found that the battery cover was slightly melted. When the battery cover was removed, a corner of the battery and a portion of the battery port were found to be burned/melted.patient reported they were unable to turn on or charge the device but did not allege injury or device damage. The device was returned for evaluation and inspection. The device was not operational, and inspection found that the battery cover was slightly melted. When the battery cover was removed, a corner of the battery and a portion of the battery port were found to be burned/melted.

Manufacturer narrative:
Patient only reported that the device in question would not power on or charge. Philips was not made aware of a reportable issue until the malfunctioning device was returned for inspection and battery damage was observed. The device has been sent to original supplier for further analysis to determine root cause of battery damage/failure.

Manufacturer narrative:
Device was sent to vendor for further analysis to determine root cause of battery damage/failure. The vendor was unable to establish a definitive root cause and concluded that the probable cause was use of a non-compatible charger adapter.